Event description:
Litigation alleges that the patient suffers from severe pain and discomfort, swelling in his leg, and difficulty sleeping.

Manufacturer narrative:
**Update** (B)(4) 2012 - patient's medical records were received from legal and electronically attached to the complaint. Part/lot information was identified.

Manufacturer narrative:
Update - (B)(4) 2012 - patient's medical records were received from legal and are available on the external hard drive if needed. Part/lot information was identified. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Litigation alleges that the patient suffers from severe pain and discomfort, swelling in his leg, and difficulty sleeping. Doi: (B)(6) 2006 - dor: none reported ( left hip). Patient is a resident of (B)(6). **update** 11/19/2012 - patient's medical records were received from legal and are available on the external hard drive if needed. Part/lot information was identified. New unity record created in order to update legacy complaint number (B)(4). Update 19 april 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets. There is no new allegation reported. Added lawyer, law firm and medical history. Doi: (B)(6) 2006 - dor: none reported (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.